Manufacturer narrative:
(B)(4). Method: the complaint rt202 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed that the tubing on the returned breathing circuit was partly melted. The melted part was located next to the bag seal. A lot check revealed no other complaints of this nature for lot 141007. Conclusion: the damaged noted on the returned rt202 adult breathing circuit was most likely caused by the bag sealer when sealing the packaging. All breathing circuits are visually inspected and pressure tested during manufacturing. Any circuits that fail are rejected. The user instructions that accompany the breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that they found the inspiratory limb of an rt202 adult breathing circuit was damaged. This was found while opening the packaging and prior to patient use.